Event description:
Philips received a complaint by the customer on the v60, indicating that the device had an internal battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed that the battery manufacture date is 2015 and advised per the philips service manual, recommended replacement is every 5 years and advised to replace this battery. The rse provided parts ID for the battery replacement.

Manufacturer narrative:
H10: the customer replaced the battery to resolve the reported issue. Performance specification testing wasn¿t completed on the device yet. Philips is going to perform preventive maintenance on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.